Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting was performed and it was determined that the occlusion was coming the cartridge. There was no impact to customers blood glucose level. Customer stated cartridge will be changed.